Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 type of investigation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. Additional information was requested, and the following was obtained: for patient 2: wle & slnb was a reoperation required for patient 1 that initially underwent a sentinel node biopsy for melanoma? No, neither skin patients have required re op. Clarify was the rhomboid flap surgery on (B)(6) 2024 the treatment for the reaction that occurred post op (as shown in the photo)? If no, explain. No, it was a wle for a melanocytic naevus & photos have recorded wound breakdown subsequently. What suture was used during the initial biopsy? R/flap uncertain as it was an 8mm punch biopsy performed in another trust sds on (B)(6)2024 will have been 1-2 sutures only & are usually removable not dissolving. Were 2/0 vicryl to deep; 3/0 and 4/0 monocryl used during the initial procedure or the re-operation? R/flap (vicryl) initial procedure (post punch biopsy (B)(6)2024) wle & slnb was re-excision of previous scar from please clarify which suture(s) caused or contributed to the reaction. I am uncertain, r/flap pt has had wound breakdown post op. ?? Reaction to suture material as this was expelled. Wle patient had ulcers over sutures please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. R/flap f 25yrs no additional details wle m 63yrs wt 82.7kg bmi 27.6 date of the index surgical procedure (biopsy)? R/flap: (B)(6)202024 wle & slnb: (B)(6)2024 on what tissue was each suture used during the initial procedure? Sub cutaneous I believe what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Square knot. Did the patient experience a wound dehiscence? No did the suture break, untie or pull out of the tissue? No were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? N/a onset date/time of dehiscence? (# post op days) n/a how was the dehiscence managed? N/a please describe any surgical intervention required for the wound dehiscence including date and findings. N/a did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No please describe the appearance of the suture during the second procedure. Not known-no abnormalities noted. What symptoms did the patient experience following the index surgical procedure? Onset date? Both wounds healed initially then at @ week 4 wounds began to break down wle in small spaced ulcerated areas r/flap opened up. Did the patient have an infection? No please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). N/a please provide the onset date/time of infection from the initial surgical procedure. N/a were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No were cultures performed? If so, please provide the results. N/a please describe any medical intervention performed including medication name and results. N/a were any pre-op cleansing procedures changed recently? If yes, please describe no other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? Uncertain what is the patient's current status? Wle & slnb wound is reported to have healed r/flap wounds remain un-healed.

Event description:
It was reported that a patient underwent a secondary excision of skin cancer on (B)(6)2024 and suture was used. The patient was seen in the outpatient department on (B)(6)2024 due to skin ulceration. Seems to be the "dissolveables" are not dissolving. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please clarify which suture is impacted: monocyl plus suture or monocryl suture - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - if re-suture/re-closure was performed: ¿ was reoperation necessary to remove the suture and re-close the wound? ¿ was the suture trimmed in physician¿s office? ¿ was the suture removed in a routine post-op procedure? ¿ was the suture removed in a reoperation procedure? - if product was removed, what was the appearance of the suture during the removal? - which tissue layer was the suture used to close, and at what location? - what is the surgeon expected time between the suture placement and the "dissolution"? - did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? - what in the physicians opinion are the factors contributing to the event? - what is the current status of the patient? - could you kindly provide the 3-0 monocryl product code and lot number, please?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: a2, a3a, b1, b2, b3, b7, d1, d2, h1. Additional information: c1, g4, h6. Additional information was requested, and the following was obtained: patient 2: arm skin cancer excision, rhomboid flap, f 25yrs, procedure (B)(6) 2024, event 29-jan-2025, hcp: miss dharmaratn, abx amox for cover.